Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, the ngen monitor did not express impedance value and map signal contained too much noise that made it hard to interpret signals in a row. They reconnected the cable with qdot micro catheter to tx eco cable but still error¿d. Reconnected the tx eco cable to the patient interface unit (piu). Rebooting the piu was executed but the situation was same. They changed the qdot micro catheter and the error was resolved. No patient consequence. Additional information was received. Signal noise was observed only on the intracardiac (ic) channels. The noise was seen on both the carto 3 and the recording system. They physician had body surface signals available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-may-2024 observed a hole in the surface of the pebax and reddish material inside of it. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 08-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-apr-2024. The device evaluation was completed on 08-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical, temperature, and impedance tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the surface of the pebax and reddish material inside of it. An electrical test was performed, and no electrical issues were found. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the electrical issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: (B)(4).